Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a fetlock arthrodesis surgical procedure on a horse it was observed that the small lever of the oscillating saw attachment device that rates the speed ¿froze up¿. It was reported that there was a ten minute delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was no human patient involvement this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the adjuster shaft with retractor was frozen. It was noted that the function gauge would not interlock, was frozen, and would not function. It was further noted that the internal components were severely corroded, and the coupling shaft and tension screw were damaged. It was determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to improper cleaning, which is misuse, and abuse. If additional information should become available, a supplemental medwatch report will be submitted.